Event description:
The device was used during a laparoscopic infertility studied procedure. Reportedly, the seal disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure. The hospital has reported no pt injury occurred.